Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp therapy. Post-sensed t-wave oversensing was observed. Programming changes were recommended. The patient was in stable condition and will continue to be monitored.